Event description:
The customer stated that she was hospitalized for low blood glucose levels. The customer did not know how low her blood glucose levels dropped, but she stated that she was in a coma during the hospitalization. The customer stated that her blood glucose dropped because she was unable to eat properly due to having stitches in her mouth. The customer also stated that she took her medication for seizures, which caused her to go into a coma. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.